Event description:
Information was received from a consumer regarding a patient receiving prialt dose and concentration not reported. The indication for use not reported. The patient reported they had an external pump trial on (B)(6) 2016 and was released on (B)(6) 2016. Per the patient on (B)(6) 2016 every time she got up the medication ran out of her. The patient couldn't get up out of the bed to go to the bathroom because the machines were hooked up to the bed. The patient stated they tried to do a bedpan and it hurt the patient's back. The patient stated they got the machines on 2 different poles and the patient was able to go to the bathroom and came back into the bed and was wet. The patient figured out it had come from their back where the catheter was. The patient further stated they called the healthcare provider who came in and ripped off the tape on the patient's back and felt likes the patient's skin was coming off. The patient was scared and upset and yelling at the healthcare provider and in a lot of pain. The patient stated the second time they got up it happened again with the leaking coming out and stated the nurse kind of patched it up with more gauze and tape whatever. The patient stated the nurse thought maybe the patient should use the bedpan. When the patient got up to walk it was leaking again. Per the patient they told the patient that the catheter came out and was compromised. The patient had spinal headaches and stated that they doped the patient up so much the patient was nauseated on (B)(6) 2016 and their blood pressure went down really low below 70 and gave the patient oxygen because the patient's oxygen was low. The patient was then released on (B)(6) 2016 and the patient wasn't sure if they could get another trial. The patient was worse now than they were before the trial. The patient was on oral oxycodone 15 mg early release and stated they have been in more pain, was sore, their vision was in and out and couldn't see very well on (B)(6) 2016 when she put her glasses. The patient was in such a bad way and also took a xanax all through the weekend of (B)(6) and woke up this morning (B)(6) 2016 in a lot of pain. The patient didn't sleep very well last night. The patient stated they had been dealing with their preexisting condition for 4 years. The patient stated they still had the headaches. The patient planned to follow up with the healthcare provider.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the catheter serial number was unknown, and the patient's weight was provided.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was reported that the cause of the catheter leaking was unknown. The catheter was reportedly coming out, and was removed. The symptoms did not resolve. The patient reportedly had another trial on (B)(6) 2016, during which the catheter moved in the spine and caused the patient leg pain. It was hurting and the patient was not able to talk. The catheter was taken out of the spine, and the symptoms did not resolve. The patient ended the call because they were not feeling well.

Event description:
Additional information was received from a consumer (con). It was reported that the catheter leaked for the first time when the patient went to the bathroom as the doctor had come in and ripped the tape off. This happened again, and the catheter was taped again. This happened one more time and the trial was stopped. The medication was running and was believed to have caused the spinal headache. The patient was given an unknown medication and nausea medication. It was unknown why the catheter came out, may have been due to the patient¿s anatomy. The patient was told that the trial had been compromised and that the trial could not continue. It was unknown what caused the nausea but it may have been due to the medication the patient was given during the trial. The patient was still having pain and was to go in for another trial. The second trial was believed to be on (B)(6) 2016. Patient was told they may use prialt or dilaudid for the second trial. The patient was considering prialt as they were told they would not need to the pump filled as often with prialt. The patient planned to go to physical therapy rehabilitation for 5-7 days starting on (B)(6) 2016 due to the pain. The patient was taking 3 oxycodone a day and was told they had to wean off it. The patient was given oxycodone for two weeks and the patient took ¿a little more of the medication¿ and was ¿short a few just one time¿. This led to the physician dismissing the patient because of this.